Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the non-calcified and moderately tortuous obtuse marginal (om) artery. A 32x3.0mm taxus liberte stent was implanted in proximal to distal lcx. Then, a 20x2.5mm taxus liberte stent delivery system (sds) was advanced through the just placed stent but it could not reach the om branch. The distal end of the 20x2.5mm taxus liberte stent was noted to be flared. No further intervention was performed. No patient complications were reported and the patient's status is good.